Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent (2.50mm x 18mm) to a lesion in the lad with 90% stenosis but the device could not cross the 1st diagonal branch. The patient is good. No clinical sequelae were reported. Evaluation summary: there was numerous small bends along the hypotube. The distal tip was flared indicating it may have been stubbed on advancement towards the target lesion. Multiple struts from the 4th and 5th proximal stent segments were slightly misaligned and raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿90% stenosis. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90% stenosis. Inherent risk of procedure ¿ (stent deformation). (B)(4).